Manufacturer narrative:
The escape button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The device was received with scratched display window, cracked display window corner,broken reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not performed. The device was returned for analysis.